Event description:
The device was returned to the service center with a report from the customer contact that during preventative maintenance testing at the user facility, the device did not pass the noise threshold during the touchscreen test. This is not a reportable malfunction. However, during verification testing at the service center, the device touchscreen did not respond when pressed.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.